Event description:
The hospital reported that during an off pump bypass procedure, a hematoma was noticed at the apex where the xpose was placed for approximately 20-30 minutes at 240mmhg. The surgeon noticed the hematoma after he completed all of the anastomoses. He realized that the apex had enlarged significantly (size of baseball) and was growing. The surgeon used a very thin needle to let the blood out. After this, the patient stabilized and was moved to the ICU. Six hours later, the patient was brought back into the or. The patient developed cardiac tamponade. The surgeon noticed that the dissection of the epicardium had continued up the myocardium. They used pledgets to contain bleeding and sutured the dissected area. The patient was returned to the ICU but had to be re-opened up again for cardiac tamponade. The bleeding was contained and the patient had stablized. The patient is reported to be doing fine and no additional complications have been reported by the hospital.